Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports 2ml juvéderm¿ voluma¿ with lidocaine injection to cheeks, nlfs and marionette zone. Patient experienced delayed-onset nodules at l nlf, l medial cheek and both marionettes 3 months later. Potential trigger noted as dental implants (front 4 teeth) applied immediately before symptoms appeared. 2 weeks of antibiotics with dental surgery also noted. Ha 75 units/ml x 2ml and minocin 100mg/d x 2 months provided as treatment one month after symptom apparition. The swelling and nodularity receded about a month later. "Persisting marionette zones, l side upper lip, lateral cheeks" noted. Event resolved except for central upper lip the next month after ha 75 units/ml applied to upper lip centrally. 2 months later, 1 ml juvéderm® volbella¿ with lidocaine applied to upper lip (0.25ml), tear troughs (0.6ml tot), lip corners (0.15ml tot). Renewed swelling occurred at l cheek and r nlf within 24 hours of additional juvéderm® volbella¿ with lidocaine injection the following month. Ha 75 units/ml x 0.6ml (0.4ml to left cheek) administered at that time. "More treatments" noted- but "no further mention of granulomas." This is the same event and the same patient reported under MDR ID# 3005113652-2019-00848 (2050609) and MDR ID# 3005113652-2019-00849 (2050613). This MDR is being submitted for the second injection of juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
Additional data: b.5., b.6., g.1.

Event description:
Healthcare professional reported to ¿have the pathology report on the patient." The biopsy was performed 5 days after the last injection. Granuloma was confirmed.